Event description:
Ous MDR - after an implantation period of about 14 months it was reported that the shock impedance values were higher than 150 ohm. The physician decided to explant and replaced the lead. No adverse patient side effects have been reported. The lead is under analysis at the moment.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, cuts were found in the insulation, where the rope to the rv shock electrode had been cut through. In addition,deformations of the distal shock coil were detected. These damages are probably a result of the operation process, which was also described in the clinical complaint. Blood had entered the lead at these sites. The electrical measurement value of the rv shock electrode could not be determined because the white rope was cut through during the explantation. No other conductor fracture was detected. The determined electrical resistance values of the other potentials were unremarkable,the measurement values were within the specification. There were no indications of a material defect or manufacturing error.